Event description:
Patient status post plate and screw implantation, unknown date, returned to surgeon approximately three to four months post operative complaining of pain. Patient was returned to operating room on (B)(6) 2012 and all hardware was removed, two plates and 10 screws. Surgeon noted both plates were intact, and four of the ten 3.5mm cortical self-tapping screws were broken. No additional hardware was implanted. Patient was treated with bone morphogenic protein and bone graft. This is 4 of four reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.